Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an external neurostimulator (ens). It was reported the trial was aborted and the lead was removed. The hcp noted the identify clinical diagnosis was epidural hematoma that was noticed immediately post-operative that was ongoing. The hcp noted the hematoma was related to the surgery/anesthesia. It was noted the lead was explanted and not replaced on (B)(6) 2018 and the event resulted in patient hospitalization. The hcp noted from the clinical research staff the trialing was aborted due to the patient bleeding in the recovery room and the patient had severe pain and bleeding when the trial stimulator was activated. It was reported to be an epidural hematoma which required immediate clot evacuation surgery with possibly hospitalization. The hcp stated the leads were pulled and the trial was terminated. The hcp stated the event required in patient or prolonged hospitalization. The hcp noted the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported a lumbar decompression was done and the pat ient¿s motor sensation was intact. Additional information from the hcp on (b0(6) reported the event was resolved without sequelae on (B)(6). The hcp noted the patient was discharged from the inpatient hospitalization on (B)(6). Additional I nformation from the hcp on (B)(6) reported the trail leads were removed on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.